Event description:
Boston scientific received information that the latitude system detected a red alert from this system due to a high right ventricular pacing lead impedance. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received seven months later stating that this system is still exhibiting a red alert due to the out of range high pacing impedance measurements. The patient's physician is aware of the continuing elevated measurements and will continue to monitor this patient. No patient symptoms have been observed. This product issue will be updated if additional information is received.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.